Event description:
Physician reported his observation of a ground glass appearance in an implanted intraocular lens. Pt experienced gradually decreasing visual acuity over a 4 year period. MFR recently became aware of the event through a draft publication.